Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was not provided. A root cause cannot be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). Device not returned.

Event description:
Halyard received a single report that referenced ten different incidences, which were associated with separate units, involving five patients. This is the seventh of ten reports. Refer to MDR # 8030647-2015-00240 for the first report. Refer to MDR # 8030647-2015-00241 for the second report. Refer to MDR # 8030647-2015-00242 for the third report. Refer to MDR # 8030647-2015-00243 for the fourth report. Refer to MDR # 8030647-2015-00244 for the fifth report. Refer to MDR # 8030647-2015-00245 for the sixth report. Refer to MDR # 8030647-2015-00247 for the eight report. Refer to MDR # 8030647-2015-00248 for the ninth report. Refer to MDR # 8030647-2015-00249 for the tenth report. It was reported by the respiratory therapist that there have been multiple incidences of the thumb valve leaking, which occurred approximately ten times involving five different patients. This incident occurred twice on each patient. The closed suction catheters were changed out on each patient after the event occurred. There were no adverse patient effects.